Event description:
Investigation results received:upon review of the photos of the sample an orange particle was visible within the syringe. The manufacturing facility could not make a determination based on photographic observation. The orange particle is probably coring from the calcium chloride vial septum; however, the exact identity could not be ascertained from the photos. Coring can be generated by the entry of the 5cc syringe needle through the vial septum. A batch review showed that floseal lot # ha090722 was manufactured without any exceptions and/or deviations that could have resulted in a solution particles complaint. The retention samples were visually inspected and no abnormalities were found. Per the manufacturer, the root cause does not appear to be a manufacturing defect with the supplier?s process; it is most likely the manipulation of the 5cc syringe needle through the calcium chloride septum by the customer.

Manufacturer narrative:
(B)(4). (B)(4). Misassembled hoop spring. The analysis results found that device (a) was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembly, the hoop spring was found to be misassembled and loses inside the device thus, jamming the firing mechanism. However, it could not be determined what may have caused the found condition of the hoop spring. The analysis results found that device (b) was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembly, the hoop spring was found to be misassembled and loses inside the device thus, jamming the firing mechanism. However, it could not be determined what may have caused the found condition of the hoop spring. The analysis results found that device (c) was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembly, the hoop spring was found to be misassembled and loses inside the device thus, jamming the firing mechanism. However, it could not be determined what may have caused the found condition of the hoop spring. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a cystectomy procedure, the clipper failed to load properly after deploying initial clips. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.